Event description:
It was reported that a malfunction code malf 12 was displayed on the customer's device, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl. Initially, the customer was unable to reset the pump due to the lack of charging supplies. When the customer called back, technical support assisted in resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue reoccurs.